Manufacturer narrative:
Received mw5186175 via email.

Event description:
Patient received an over-the-counter heating pad that later was recalled. Patient states the heating pad felt very hot on her neck while in use. Patient left heating pad on her chair/recliner while using the restroom. When patient returned, the heating pad had melted the chair.